Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion not working properly. Alarms below the low level threshold occlusion which did not work properly and did not continue the infusion after the occlusion was removed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion not working properly, alarms below the low-level threshold which was reproduced during evaluation. Occlusion alarms were verified through a review of the event history log and found to be caused by the downstream sensor which was out of specification. The upstream sensor flex was visually inspected and the device was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.